Event description:
The customer contacted stryker to report that their device froze and was unable to activate the buttons. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.